Event description:
Per Drive Medical MDR #2438477-2026-00035: Drive Medical was notified of an incident involving a rollator by the end user's husband who reported that the end user sat down onto the device and the fork assembly broke off, resulting in the end user falling. The end user sought medical attention at a hospital and was diagnosed with a fractured arm. As part of its complaint review and evaluation process, Drive Medical will also notify the manufacturer of the product about this complaint.

Event description:
PER DRIVE MEDICAL MDR (B)(4): DRIVE MEDICAL WAS NOTIFIED OF AN INCIDENT INVOLVING A ROLLATOR BY THE END USER'S HUSBAND WHO REPORTED THAT THE END USER SAT DOWN ONTO THE DEVICE AND THE FORK ASSEMBLY BROKE OFF, RESULTING IN THE END USER FALLING. THE END USER SOUGHT MEDICAL ATTENTION AT A HOSPITAL AND WAS DIAGNOSED WITH A FRACTURED ARM. AS PART OF ITS COMPLAINT REVIEW AND EVALUATION PROCESS, DRIVE MEDICAL WILL ALSO NOTIFY THE MANUFACTURER OF THE PRODUCT ABOUT THIS COMPLAINT.

Manufacturer narrative:
AFTER WE RECEIVED DRIVE'S MDR, WE PICKED UP ONE UNIT OF THE REPORTED MODEL 700-932 TO CONDUCT THE BELOW TESTS, THE FORKS WERE NOT BROKEN OFF AFTER COMPLETED ALL THE TESTS. THE ROLLATOR PASSED THE TESTS. ISO11199-2"[?]" STATIC LOADING TEST ON THE SEAT. ISO11199-2"[?]" FATIGUE TEST. ISO7176-8"[?]" TWO DRUM TEST.

Manufacturer narrative:
Added related report number to H10.